Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The reported event could not be replicated or confirmed. A visual inspection was performed and found no damage to the conductor wire and the instrument passed the electrical continuity test. However, the instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. It was unknown if fragment(s) fell into the patient's anatomy. The procedure was completing as planned with a backup instrument of the same kind and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the procedure completed without any patient injury. Customer was unaware if any fragment(s) fell into patient's anatomy from reported 8mm fenestrated bipolar forceps instrument. Patient information was not available. Per failure analysis investigations, the instrument was found to have a broken grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.